Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction is listed in the electronic xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It should be noted that the IFU states: do not exceed rated burst pressure (rbp) as indicated on product label. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, three xience v stents were implanted in a de novo, distal-mid, right coronary artery with direct stentings at 20 atmospheres. Approximately 43 months later, on (B)(6) 2012, the patient was admitted to the hospital. The patient's troponin levels were elevated and the electrocardiogram indicated a non-st-elevation myocardial infarction. A percutaneous coronary intervention was done on the target index vessel, but non-target lesion and complete revascularization was obtained. The symptoms resolved and the patient was discharged on (B)(6) 2012. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): above the rated burst pressure. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.